Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the dissection, hypotension, and no flow could not be definitively determined based on the information available. An angiogram was taken immediately post ivl which showed a grade-c dissection and no flow at and past the lesion. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
A shockwave 3.0 x 12 c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a concentric calcified lesion in the right coronary artery (rca). The ivl balloon was inflated but was unable to maintain pressure. A pinhole in the balloon was confirmed when pulling negative and blood was observed. An angiogram was taken immediately post ivl which showed a grade-c dissection and no flow at and past the lesion. The patient then became hypotensive. Due to the lack of another 3.0 x 12 ivl being available, a 2.5 x 12 ivl catheter was then used, and 80 pulses were utilized without any issue. There was still no flow. The physician then placed 2 3.0 xience stents. Flow was re-established and the patient stabilized. There have been no additional patient sequelae reported. This report is for the second catheter. Please refer to MDR# 3015053858-2025-00008 for the first catheter.